Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 131 mg/dl. The customer stated that he leaves the device in the restroom while showing. Instructed him to leave the insulin pump in another room to avoid the device being exposed to moisture, which may lead to keypad issues and subsequent alarms. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.